Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, the cleaning, disinfection, and sterilization (cds) evaluation, and the legal manufacturer¿s investigation. The device was returned to olympus for evaluation. The plastic distal end cover insulation was out of range. The light guide lens was cracked, and the charge-coupled device lens was scratched. The plastic distal end cover was dented, the bending section cover glue was worn out, and the connecting tube was wrinkled. The body control unit and s-cover were damaged. Switch cap number one (1) had wear and the switch box was shocked. The light guide tube was wrinkled, and the scope connector vent valve unit was corroded. The knob play had less angulation and cp stopper was deformed. The biopsy channel needed to be exchanged as preventive maintenance. The channel cleaning brush passage was correct without feeling any difficulty. All channels were clean and free from foreign material. The specify flow was correct. The cleaning, disinfection, and sterilization (cds) evaluation was performed the by the customer. The last sampling date was (B)(6) 2021. There was no patient infection. The sampling was routine. The scope was precleaned with anios clean excel d detergent. Asept inmed was used for manual treatment/bedside precleaning along with anios clean excel d detergent, and soluscope a,p,c peracetic acid and glutaraldehyde disinfectants. The biopsy valve, air valve, and suction valve were manually cleaned and automatically cleaned. Soluscope was used as the automatic endoscope reprocessor (aer) and the scope was stored in the hysis 300 after treatment. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely there may have been a difference in the reprocessing method between the user and the instructions for use (IFU), or there was a possibility of contamination during institutional culture test sampling. The instructions for use (IFU) provides the following guidelines: reprocessing manual: 1.4 precaution: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and micrococcaceae was identified. The obtained results are in conformance with the requirements. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii gastrointestinal videoscope tested positive for over one hundred (100) colony forming units (cfu) of pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.